Manufacturer narrative:
(B)(4). The serial/lot number was unknown; therefore, the device manufacture date was unknown. The manufacturing location was unknown. Reporter's complete address was not provided. (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 2 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the drill bit device bent and burned the patient¿s humeral bone. According to the report, the event started when a guide wire device was inserted into a coupling device to place the drill bit device into the patient¿s humeral bone. It was reported that the coupling device could not grip the guide wire device which caused the guide wire device to slide through. As a result, an excessive force was exerted on the handpiece device to insert the guide wire into the coupling device which caused the guide wire device to break and hit the humeral bone. It was reported that this particular guide wire device was taken out to insert another guide wire device but it also hit the humeral bone. It was reported that the drill bit device did not cut through the humeral bone and eventually it bent and burnt the humeral bone. There was forty minute delay in the surgical procedure due to the event. There was no spare device available; however, the procedure was completed successfully. There was no reoperation, other medical intervention and/or prolonged hospitalization required. The patient¿s status post-surgery was unknown. It was reported that there was no part of the broken device remained inside the patient. It was reported that the humeral bone was burnt; however, the degree of burn was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was reported in error in the initial medwatch that the device was pending evaluation, the device will not be returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.